Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 38 mg/dl; cause was not known. The customer administered glucagon to address the bg and did not recall the treatment they received while hospitalized, but issue was resolved with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.